Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient lost therapy from the dbs system. Subsequently, the patient's implantable pulse generator (ipg) was replaced and therapy restored.